Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. At this time, the suspect device has not been returned for evaluation. Vyaire medical technical support requested to return the user interface for investigation no root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista 1000 touchscreen not responding to touch inputs prior patient use. Also, it is not possible to enter the menus and calibrate the touch screen when connected to a mouse. The customer added that the unit is 6th generation and has the latest version of software (B)(4). Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was return for investigation. Vyaire medical determined root cause as due to loss of connection between visualization controller and the touch controller due to a malfunction of the touch controller. The touch controller is part of the user interface assembly. Vyaire medical has initiated part warranty replacement.